Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed of sparks coming from the power cable of the enterprise 5000x bed. It was claimed that the facility staff attempted to move the bed upwards to seat the patient, but without success. The power cable was trapped between the bed frame and the pump stack. When an attempt was made to move the stack, the cable sparked. The cable was damaged where it was trapped. The cable was disconnected and the bed was removed. No one was injured. The customer was unable to identify exactly which of the two enterprise 5000x beds was involved in the incident. Therefore, this report concerns the first identified enterprise 5000x bed with serial number: (B)(6). The complaint for the second bed was register under the number tw3035412 (MDR 3007420694-2024-00276).

Manufacturer narrative:
Arjo was informed about sparks coming from the power cable of an enterprise bed. It was claimed that the facility's staff tried to move the bed up to seat the patient and it did not succeed. The power cable was trapped between the bed frame and a stack for the pumps. While moving the stack, the cable sparked. The cable was damaged in the place where it was trapped. The cable was disconnected and then the bed was removed. No one was injured. The facility is unsure about bed serial number, they gave two possible numbers: (B)(6). This investigation is related to serial number (B)(6) (MDR 3007420694-2024-00276) is related to serial number (B)(6). Based on provided information, it is most likely that the damage to the power cable occurred due to friction (getting caught in between parts of the bed and external object). The instructions for use for the enterprise 5000x bed (746-577-en) include the following information related to the cable damages and maintenance: - "make sure the power supply cord is not stretched, kinked or crushed" - "make sure the power supply cord does not become entangled with moving parts of the bed" - "visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly - "examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. To sum up, arjo device did not meet its specification since power cable was damaged. The event happened when the bed was in use by a patient. There was no injury. This complaint was assessed as reportable due to allegation of sparks coming out of the power cable. H3 other text: device evaluated by the facility.